Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail ¿ advanced (tfna) procedure on (B)(6) 2016, when locking the locking device in the tfna using the flexible screwdriver; the screwdriver nearly broke in two pieces. An alternative device was readily available to complete the surgery. It was reported that the screwdriver partially separated at the joint closest to where the handle and the shaft meet. The device is partially intact; a little more pressure and it will break in two. There was approximately two minutes to two minutes and a half delay in surgery. No additional medical intervention or harm to the patient. Concomitant device reported: nail (part#unknown, lot#unknown, quantity 1). This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product investigation summary: this complaint is confirmed. Upon visual inspection of the complainant device, the shaft has an oblique fracture near the handle portion of the instrument. The fracture is at the most proximal "link" of the flexible shaft, but the balance of the device only shows some wear and tear. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned instrument is part of the depuy synthes tfnadvanced (tfna) proximal femoral nailing system. It locks/unlocks the locking mechanism section of the nails as per technique guide. A review of the current design drawing for the top level drawing for the screwdriver was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Although the manufacture is unable to determine a definitive root cause, the complaint condition was most likely caused by over-torquing of the device. It is not likely that the design of the device contributed to this complaint. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.